Event description:
On (B)(6) 2015 was implanted a medtronic spinal cord stimulation (neurostimulator) and it started malfunctioning to a point that received warning messages, informed the medtronic rep but was not available when I had big issues with general weakness, new middle backpain, loss of bowel urgency sensation and incontinence which was really bad, that was on the third day when received the last very strong jolt or over charge. Doctor decided to remove it on (B)(6) evening due to my issues although medtronic wanted to keep it on. I was advised that because this was 7-day trial there is no warranty and I signed the consent right before the surgery when I was already high. They said all they can do is refer me to an advocate group that might help with copayments. But as for the future treatment that have nothing to do with it, it's my health provider's fault. All my pm doctor did was install the defective neurostimulator. I received the invoice and medtronic was indeed paid for this unit, so I don't understand why there is no manufacturer warranty. They should advise all patients there is no warranty with the 7-day trial, so even if they die it's their problem. Lot unk: they can't find the unit.